Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 08-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Physical condition of this device has scratched lcd lens, worn dso (downstream occlusion) seal and uso (upstream occlusion) seal. Performed functional testing. The customer's reported issue "device failed accuracy tests multiple times" was not duplicated. Three accuracy tests were performed; all the values were within 18.2 ml and 22.2 ml. The result was 21.0 ml, 21.0 ml, and 20.2 ml. No root cause could be established as the cause of the reported issue cannot replicated. Performed standard preventative maintenance to bring pumps into full functionality. Device passed all functional & accuracy testing after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test multiple times. There was no patient involvement.